Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Twelve white dots were found on the image during testing. Additionally, as stated in describe event or problem, the coupler had rust present. It was also noted that the cable had been cut and was causing a leak to occur. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd autoclavable camera head due to white dots displaying on the screen during routine maintenance. The above event had no patient involvement. During the device evaluation, it was discovered that one of the camera head's couplers was rusted. This report is being submitted to capture the rusted coupler noted during the device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that the rust on the coupler was due to sequential deterioration and consumption. The root cause of the rust on the coupler was unable to be identified at this time. Olympus will continue to monitor field performance for this device.